Manufacturer narrative:
Complaint confirmed. The evaluation revealed the hex was twisted and distal tip had broken off. The most likely cause(s) of this type of event includes continually applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device. It was not reported if a torque adaptor was being used during this event, which is recommended to prevent over-torquing that can lead to driver damage.

Event description:
It was reported the threads on the driver twisted. This occurred at the very end of the case. No patient injury or delay. Additional information obtained 9/6/2018: upon device return and evaluation it was discovered that the tip of the drive is missing. The tip which is twisted, as reported, has a clear break which has been confirmed using measurements against device specifications. A picture of the device taken after the procedure was originally thought to have no breakage. Upon further evaluation of the device itself and review of the picture it has been determined that the device tip appears to have been missing in the picture taken after the procedure. It is no longer possible to determine if the device tip remains in the patient, possibly in the head of the screw, or not. This occurred during a reverse total shoulder procedure.